Manufacturer narrative:
Customer service conducted troubleshooting with the customer and determined that one of the tubing ports on the pump's faceplate was broken, which caused the low suction. Customer service sent the customer a replacement pump. In follow up with the customer, she indicated that she received the pump in (B)(6) 2011 and began using it in (B)(6) 2011. The pump worked fine for the first 4-5 weeks and then she noticed that the tubing would not stay connected to the pump and that the pump was loud and suction was poor. She developed mastitis and saw her obgyn and was prescribed an antibiotic. She experienced an allergic reaction to the antibiotic, so the mastitis was prolonged. However, currently her flu-like symptoms are gone, though she still has red patches on both breasts. The replacement pump is working fine and her breasts are being appropriately drained of milk. She indicated that her condition has definitely improved and that she would return the pump for testing/analysis. However, as of the date of this report, the pump has not been received. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis" [breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues.

Event description:
The customer reported that she was experiencing low suction with her breast pump and that she has developed mastitis, visited her doctor and was prescribed an antibiotic.